Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addrl1 implantable pacing lead 2013-(B)(6), 5534-45 implantable pacing lead 1999-(B)(6). (B)(4).

Event description:
It was reported that the patient had pain and felt twitching in the pacemaker pocket area. Upon the pocket revision, it was found that the right ventricular (rv) lead had a previously repaired insulation breach that was now leaking current into the patient. The lead was capped and replaced. No further patient complications have been reported as a result of this event.